Event description:
On 11-18-2015, information was received from the representative regarding if the patient experienced any symptoms and representative again reported the patient was fine and went home the day after the pump replacement. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a health care provider via a representative regarding a patient who was receiving baclofen sintetica 2000 mcg/ml at a dose of 050.6 mcg/day. The date of implant was not obtainable. The patient's medical history was reported as "none" and the concomitant medications were unobtainable. The indications for use was noted as cerebral anoxia due to drug overdose. On (B)(6) 2015 a refill procedure was performed without problem and the elective replacement indicator (eri) was noted at 29 months. On approximately (B)(6) 2015 during normal device use, it was noted that the pump alarm for eri had activated since (B)(6) 2015. It was unknown if diagnostic testing or troubleshooting occurred. No interventions or actions were taken and it was unknown if surgical intervention was planned. At the time of the initial report the pump remained implanted and in-service and the patient's status was reported as alive-no injury. No patient symptoms had been provided. The patient was to have a re-check on (B)(6) 2015. The pump was replaced on (B)(6) 2015 and the patient was fine and went home the day after the pump replacement. The pump was returned for analysis. Additional information has been requested regarding lot number and patient symptoms but it was not provided at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump revealed the pump battery had high resistance.

Manufacturer narrative:
Fdc 11 no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.